Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that this was closure of an unspecified assess site using a prostyle device after an unknown procedure. Reportedly, the knot/loops were formed and were stuck on the device when the device was removed from the anatomy. It is known if the suture was stuck on the suture bearing. The method used to achieve hemostasis was not provided. There was no adverse patient effect. No additional information was provided.